Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, mesh erosion, adhesions, chronic pain and subsequent surgical intervention for mesh removal. The instructions-for-use (IFU) supplied with the device lists adhesions as a possible complication. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh." Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent umbilical hernia repair surgery on (B)(6) 2009 and a bard/davol perfix plug was implanted to repair the defect. It is alleged that further to implantation of the product, the patient suffered the development of mesh erosion, mesh infection, adhesions and chronic pain. Attorney alleges that the patient underwent a corrective revision surgery for mesh removal on (B)(6) 2019. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged the device was defective.